Manufacturer narrative:
(B)(4). Formation of cysts. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a strabismus surgery procedure on (B)(6) 2010 and suture was used. The pt developed subconjunctival cysts by the sutures that were applied to the extra eyeball muscles. Medication was applied for treatment. The pt currently feels well.